Event description:
It was reported that the customer had a keypad anomaly, battery out limit and blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer insulin pump will be replaced due keypad anomaly. The buttons of the insulin pump are not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.